Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the returned rt200 adult breathing circuit was tested using a multimeter. Results: the heater wire in the expiratory tube passed the electrical resistance test. However, the electrical resistance of the inspiratory heater wire was found to be higher than the acceptable range. A lot check revealed no other complaints of this nature for this lot number. Conclusion: high electrical resistance in heater wires is often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare ('fph') field representative that the heater wire in the inspiratory tube of an rt200 adult breathing circuit was an opened circuit. This was found before pt use. No pt consequence was reported.